Event description:
This complaint is now reportable based on analysis completed on 9/28/2009. It was reported that during a coronary drug eluting stenting treatment procedure, crossing difficulties occurred. The 99% stenosed lesion being treated was located in the severely tortuous left circumflex (lcx) artery. The physician attempted to place the 2.50x28 taxus liberte stent, but could not cross the lesion. The procedure was completed with a different device. No pt complications were reported. The pt condition was reported as "good". However, the returned product analysis of the 2.50x28mm taxus liberte stent delivery system revealed stent damage.

Manufacturer narrative:
A visual and microscopic examination identified proximal stent damage. The stent struts on rows 1 to 5 from the proximal edge were misaligned. There were kinks along the entire length of the hypotube. The balloon and tip sections were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. Solidified blood was present within the entire length of the inflation lumen, therefore, indicating the device had been used in vivo. The mfg records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).